Event description:
The customer reported the system displays a recurrent precharge voltage error. This issue may refer to a loss of system functionality. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.